Event description:
Additional information received from reporter on 29-feb-2024, for mw5151155. Reporter calling, stating she had surgery on (B)(6) 2024, and the surgeon had to explant the equinoxe shoulder. Reporter states she had a new "reverse shoulder" implanted after the problematic device was removed. Reporter states the total cost of the procedure was "(B)(6)" and that she had to pay "(B)(6) out of pocket" for the surgery. Reporter states she wants to be refunded for her out of pocket expense due to this problematic shoulder device.

Event description:
Reporter calling, stating she had left shoulder replacement surgery and experienced joint dislocation beginning in approximately (B)(6) 2023. Reporter states the dislocation was very painful and has occurred three separate times since approximately (B)(6) 2023. Reporter states her surgeon's office recently sent her a letter of an "FDA safety alert" regarding this equinoxe shoulder device and "defective bags". Reporter states she is scheduled for an additional surgery on her left shoulder on (B)(6) 2024, and states the surgery may possibly be a revision procedure if her surgeon cannot fix the current device.